Event description:
It was reported that during a prostate procedure forward firing occurred. The procedure was completed with turp. No injury reported.

Event description:
It was reported that during a prostate procedure, with ~ 15,000 joules used and 2 minutes of time expended, the laser beam dispersed; forward firing occurred. The tip of the fiber was not cleaned during the procedure. The procedure was completed with "turp standard". No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed. The probable root cause of complaint is: not confirmed - returned. Additional information: cap wear observed. The probable root cause of failure is: operational context. The probable root cause of failure was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.